Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a hemorrhoidectomy procedure, the staples deployed but didn't close. The stapler cut the tissue but the staples were left in tissue and not formed. A hand sew was done by the surgeon to complete the case. There were no patient consequences reported.